Event description:
It was reported that removal difficulties were encountered and the procedure was prolonged. A 035/145 amplatz superstiff guidewire was selected for use. However, during the procedure, the guidewire became stuck in "mono j". The physician had to remove the whole system and the procedure which was supposed to last 10 minutes lasted 2 hours. The procedure was completed. No patient complications were reported, however, the patient was further hospitalized.